Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the catheter was broken into two pieces and the distal section, including the balloon, was not returned. It was also noted the catheter was kinked in two sections. Functional examination was not performed due to the returned condition of the device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon would not inflate. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Investigation results showed that the catheter was broken into two pieces; therefore, this is now an MDR reportable event.